Manufacturer narrative:
(B)(4). Event description continued: the physician reported that he believed the high left atrial pressure due to return of mr could have caused the tear. The patient was clinically stable after surgery and was discharged home on that same day or the next day. No additional information was provided. Concomitant products: guide cath: guideliner; mitraclip system: lift, support plate, stabilizer, clip delivery system. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the sgc. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of atrial perforation (atrial septal defect) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. In this case, the information provided in the case details stated that during the mitral valve replacement surgery, the atrial septal defect (asd) was observed to have increased from 7 to 12mm. It was believed by the physician that the high atrial pressure due to the return of the mitral regurgitation (mr) could have exacerbated the atrial septal defect. However, since the surgery was performed 24 hours post mitraclip procedure, it cannot be confirmed if the high atrial pressure from the mr caused the atrial perforation or if it was from the mitraclip procedure. Therefore, based on the information reviewed, a cause for the reported atrial perforation (asd) could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. .

Event description:
This steerable guide catheter is reported for atrial septal tear requiring surgical repair. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The anatomy was challenging due to a wide anterior flail leaflet and the procedure was challenging due to low transseptal puncture. It was noted that the tee imaging was poor due to rotation of the heart. Leaflet grasping was difficult and it took 15 grasps before both the leaflets were able to be grasped. At the time of the procedure, the anterior leaflet appeared to be well inserted within the clip; however, while grasping the posterior leaflet it is possible that the amount of the anterior leaflet grasp decreased. Mr was reduced to grade 3. Twenty-four hours post-procedure it was noted that a single leaflet detachment of the anterior leaflet occurred which resulted in worsening mitral regurgitation with a grade of 4+. The patient experienced cardiogenic shock, acute renal failure and a drop in blood pressure and was treated with medications. The patient underwent mitral valve replacement during which the clip was explanted. Surgery revealed ruptured chordae that were not present during the mitraclip procedure; therefore, the physician assumed that the clip was attached to the chordae and only some of the anterior leaflet. The leaflets were not damaged, but the atrial septal defect was observed to have increased from 7-12 mm.